Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the insulin pump is acting up. The insulin pump stopped working and it alarmed button error. The customer's father stated the customer treated with manual injections. Caller is unsure what lead up to the alarm. The customer woke up with blood glucose over 500mg/dl. Advised to discontinue the use of the insulin pump and revert to back-up plan.